Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? On what date did the implant take place? What is the lot number of the linx device? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia and spasm? Besides the reported dysphagia and spasm, what was the reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal?

Event description:
It was reported that a linx device was explanted on 6/11 due to dysphagia and esophageal spasms.

Manufacturer narrative:
(B)(4) date sent: 7/6/2021. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? Egd/ph studies completed on 7/24/2020- ¿workup has revealed a moderate sized hiatal hernia, focal area of non-dysplastic be and pathologic amounts of reflux.¿ barium swallow study ¿ 7/20/2020 ¿ ¿the esophagus demonstrates normal motility without evidence of mass, stricture, extrinsic impression, mucosal ulceration or ulcer crater.¿ on what date did the implant take place?: (B)(6)2020. What is the lot number of the linx device?: 27307. When using the linx sizing device what technique was used to determine the size?: yes. Did the patient have an autoimmune disease?: no. Is the patient currently taking steroids / immunization drugs?: no. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)?: no dysphagia, but ¿recent workup has revealed focal area of barrett's esophagus and small hiatal hernia.¿ how severe was the dysphagia/odynophagia before intervention?: n/a. Were there any intra-operative complications during implant?: no.

Manufacturer narrative:
(B)(4). Date sent: 8/12/2021. During the visual analysis of the device, a detached washer was observed to be bent outwards. The detached washer and the female bead case that it disconnected from had two sets of weld tracks. The washer had tooling marks. These observations suggest that the washer detached from the bead case due to external forces applied during the explant procedure. Significant tooling marks were observed on clasp beads and adjacent wire. This could've been caused by the tools used during the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. No further investigation will be conducted on this complaint as the device is found to meet the specifications. Overall, no analysis conclusions relevant to the patient experience were found. The DHR for lot 27307 was reviewed. No ncs, defects, or reworks related to the product complaint were found. Additional information received: was there any hiatal or crural repair done at the same time as the implant? Yes, paraesophageal hernia repair. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia and spasm? No. Besides the reported dysphagia and spasm, what was the reason for removal of the linx device? N/a, only dysphagia/spasm. Was the device found in the correct position/geometry at the time of removal? Yes. On (B)(4).